Manufacturer narrative:
H10: the cusa clarity 23 khz handpiece (c7023) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the cusa clarity 23 khz handpiece (c7023) was not recognized during an unspecified procedure. Upon checking, it was found that among the 10 pins on the connector side of the handpiece, the electrodes located under the central two were slightly deformed compared to normal ones, and burn marks were found inside. There was no surgical delay and no adverse consequences to the patient were observed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.